Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. The following sections were updated: g4, g7, h6, h10. The cause of the reported event cannot be conclusively determined. We presume from the investigation results that the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: -accumulated stress over time which caused the connector to get loose -unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents. Warning do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment.

Manufacturer narrative:
An olympus field service engineer (fse) confirmed the broken grey connector and replaced the defective component. The device was repaired according to specifications and was functioning properly. Software attributes were verified and confirmed. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a broken grey connector on an endoscope reprocessor oer-pro. No patient involvement or injuries were reported. No additional information has been obtained.